Event description:
I have a concern about the hernia repair mesh. I had marlex mesh placed on my abdominal wall due to massive hernia in 2003. I had a terrible time healing had dehisced and had to be debrided 3 times during 2003. Had a hole until 2003. At that time, I was debrided and flapped closed, had to go through a hyperbaric chamber to help heal. Remained closed until 2005. I began having a fever and chills in three months earlier, had several tests run, blood work. In 2005, I went to an emergency room running 102.3 fever. My body smelled winey, couldn't go any further. I was admitted. They ran tests for a couple of days, found an abscess against my abdominal wall, installed a drain after testing the fluid. Referred me back to my surgeon. He opened me three months later, was put on a sky blue wound vac until 2006. Another surgeon had to remove my marlex mesh and scar tissue. I went home and the incision line, half, had to be opened again and reclosed. During these surgeries, I had mrsa - staph - and several other things. I can't remember all the bacteria that grew in me. Since all of this, I can't stand for hardly any time, have trouble, my legs are swelling. Never had this before. Can't get disability because I am not old enough. Can't continue with the type of work I was doing so I am making a lot less money. I just want to know if the recall includes this mesh.